Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the top to the case seal along the left side of the grip pad. There was no evidence of moisture found inside the battery compartment or pump. A leak test was performed and a battery compartment leak was found. The returned battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The previously submitted device evaluation inadvertently stated that there was no moisture inside the pump. Moisture was found inside the pump.